Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately 3 months post a device changeout procedure, the right atrial (ra) lead had high impedance and the pin plug was noted to not be fully seated into the device header port. A revision procedure occurred to fully insert the pin into the device header. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.